Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages and "add gel" messages) was confirmed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, damaging internal wires and the j703 connector on the dn pca board. The root cause of the damaged cable, connector, and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving excessive "adjust belt" messages and "add gel" messages in the absence of a prior gel release.